Event description:
Patient has complained that his bipap machine was not working properly. Saw primary physician on the same month, complaining of not feeling well due to increased fatigue and shortness of breath. Dr referred patient to another dr, his pulmonologist. Patient asked hunt if bipap machine needed service or maintenance - doesn't seem to work as well. Second dr referred patient to a healthcare facility (provider of bipap equipment). On the following month, healthcare facility brought a replacement bipap to patient. Patient started using new bipap machine (but the provider of bipap equipment did not replace the tubing and adapter that routes the o2 to the humidifying container). On sixteen days later patient went to another town for 3 nights. Suddenly found that the new bipap unit did not work at all ("could not get any air") for approx three days, so he just used nasal oxygen. Returned home on three days later, and tried a different mask with the bipap machine, but this didn't help either. Planned to phone the co in morning to tell of problem with bipap but woke up on morning of the next day in extreme respiratory distress and with moderate chest discomfort. Wife called 911 and patient was taken by ambulance to the ER at christiana hospital. The paramedics reported that his pulse oximetry on room air was 81% when they arrived. The chest discomfort had resolved by the time he arrived in the ER. He had weight gain with markedly increased lower extremity edema, increased orthopnea, and paroxysmal nocturnal dyspnea. He was in acute respiratory distress. Crackles and wheezing were heard throughout his lung fields. Upon arrival in ER, bipap, IV lasix and nitro paste all helped to bring him out of his distress. Patient improved using the hospital's CPAP equip. And was discharged on two days later. On that day, the provider of the device brought another new unit to the patient. Patient did not improve at home and had to sleep sitting up in recliner and was unable to climb stairs to bedroom (had been able to do this previous to six days earlier) the provider did a home visit on two days later and examined the bipap unit. Nurse? Therapist? From the provider said the unit was working properly and indicated that he had probably worsened to the extent that he could no longer climb stairs. I am the patient's daughter and a clinical lab scientist. I visited my dad and examined the bipap unit to see if I could see any reason why he still felt he wasn't getting enough oxygen. I discovered that the plastic adapter used to route the o2 from the unit to the humidifier was cracked and therefore losing pressure. My dad had a spare adapter and replaced it and was finally able to get sufficient o2 from the unit. Patient suspects that the adapter had been cracked since original month, and co personnel failed to notice it. Every time they brought a new machine, they used the same adapter. Patient is improved but feels that the lack of sufficient o2 over 2 month period has had a permanent impact on his health/quality of life. He reported the cracked adapter to co(provider), but not sure if they filed with FDA. Dates of use: 12-18 months. Diagnosis or reason for use: sleep apnea. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.